Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) via a manufacturer¿s representative (rep). The rep reported that the patient would experience uncomfortable stimulation in his arms with changes in neck position. The rep reported that the patient wouldn¿t turn stimulation down to prevent the uncomfortable stimulation. The rep reported that no reprogramming was attempted as the patient¿s device was not able to be interrogated due to it being in an overdischarged state. The rep reported that the ins was explanted. The issue was resolved. No further complications were reported.